Event description:
It was reported that the patient lost therapy in (B)(6) 2020 and the ipg does not communicate with external devices. The patient was last able to successfully charge the ipg in (B)(6) 2019. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Corrected data: b5: it was inadvertently reported as b5: "it was reported that the patient lost therapy in (B)(6) 2020 and the ipg does not communicate with external devices. The patient last charged the ipg in (B)(6) 2019. As such, surgical intervention may take place at a later date to address the issue." In the initial report. The correct information has been updated in this report. B1 and h6- device code were corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated the implantable pulse generator (ipg) was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy in (B)(6) 2020 and the ipg does not communicate with external devices. The patient last charged the ipg in (B)(6) 2019. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.